Event description:
Customer had been using the same softclix lancet for at least a month. Customer was diagnosed with (B)(6) about (B)(6) weeks ago and spent two weeks in the hospital. Customer tested (B)(6) for (B)(6) in his blood and was treated with an IV in the hospital (treatment and contents not provided). Customer allegedly contracted (B)(6) due to not changing the lancet in his softclix device. Customer has an open ulcer on his foot. Customer is doing fine now. Customer was using the expired lancet at the time of the incident. Customer is unable to return the softclix lancing device, as it was discarded. Requested return of the suspect lancet needles, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.